Manufacturer narrative:
Date sent: 09/16/2008. Information anticipated, but unavailable at this time.

Event description:
It was reported that during a lap appendectomy procedure, the device partially fired and some staples were partially formed. Another device was used to complete the procedure. There was no adverse consequences to the patient.